Manufacturer narrative:
G4: 28jan2021. B4: 30jan2021. The manufacture's field service engineer (fse) confirmed the navigation ring failure complaint was created in error. The problem is with the touchscreen and was submitted on the initially reported MFR report#:2031642-2020-02284. All information was submitted under the initially reported MFR# 2031642-2020-02284. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08jul2020.

Event description:
The customer reported navigation ring failure. It is unknown if the device did have patient involvement at the time the issue was discovered, however, there was no patient or user harm reported.